Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, and the reported positioning failure was due to challenging visualization. The reported unspecified tissue damage was due to positioning failure. The reported patient effect of unspecified tissue damage (mitral valve injury) as listed in the mitraclip g4 system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted on a2p2 with no issues. A second clip delivery system (cds) was advanced medially to the first clip. After several grasping attempts due to poor imaging of the anatomy, a small perforation was noted on the anterior leaflet. The second clip was not implanted and the cds removed. The procedure was completed with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.